Event description:
Upon removal of the jig from the nail in vivo; the jig became stuck and when trying to "tap" it off; the tip of the jig broke off in the nail. The tip was recovered and the surgery was extended.